Manufacturer narrative:
See report MFR # 2031642-2016-03195.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a no power condition. No patient involvement reported.